Manufacturer narrative:
H.6. Investigation summary: received one used nexiva 20ga unit in an opened package from material number 383516, lot number 9228705. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Photos received: one photo was submitted for review. Photo displayed a nexiva 20ga in the package, revealing the needle had pierced through the catheter tubing. Photo evaluation: the evaluation of the submitted photo displayed the needle had pierced through the catheter tubing wall. Manufacturing: this defect can occur when the lie distance is set between the winged adapter and the needle assembly during manufacturing process. There is a 100% vision system and challenged sample for spear through. User environment: the needle though catheter can occur in the user environment with the removal of the needle cover, rotates the barrel and re-seat in the catheter/adapter. Per instructions for use: remove catheter by grasping the white finger grip. Inspect catheter for damage before insertion. Pull back approximately 1/8 of an inch to loosen catheter from needle. Bodily fluids were observed within the unit indicate the needle and catheter were correctly assembled at the time of use. The condition of the returned sample would not be able to penetrate the skin. Based on the evaluation of the physical sample and submitted photo the defect was confirmed. Conclusion(s): indeterminate: the root cause was from the needle spearing through the catheter tubing wall. Where the needle through catheter occurred; which was observed was caused by manipulation of the device by the user or by the manufacturing process.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a broken/detached needle which was noted prior to use. The following information was provided by the initial reporter: material no. 383516 batch no. 9228705 per customer: here is my problem, a nurse in our same day surgery area had an issue with one of the nexiva products. 20 gx1¿ catalog # 383516¿lot # is 9228705- the issue is that it ¿looks like¿ either a double needle or something is falling apart at the tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a broken/detached needle which was noted prior to use. The following information was provided by the initial reporter: material no. 383516, batch no. 9228705. Per customer: here is my problem, a nurse in our same day surgery area had an issue with one of the nexiva products. 20 gx1¿ catalog # 383516¿lot # is 9228705- the issue is that it ¿looks like¿ either a double needle or something is falling apart at the tip.